Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert and the customer was unsure the reason why this occurred. The customer's blood glucose level was 379 mg/dl and delivered a correction bolus to address bg level. During troubleshooting with tandem technical support (cts), cts educated the customer on why the incomplete bolus alert was received. The customer acknowledged.